Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and an unknown right ventricular lead through the remote monitoring system. The patient will continue to have a normal follow up with the physician as it was reportedly just a temporary increase of the shock impedance measurement. All other measurements were within range. Additional information was later received that the system again exhibited high shock impedance measurements. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.